Event description:
It was reported that balloon rupture occurred. A 2.25mmx15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the balloon ruptured on the first inflation at 18 atmospheres. The procedure was completed with a different device. There were no patient complications reported.